Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber cap broke and detached inside the patients body after 50,000 joules of use. The physician was able to observed the break through the camera, and used a basket device to retrieve the detached fiber cap. It was noted that the fiber tip had been cleaned during the procedure. A second fiber was chosen and the procedure was completed after 70,000 joules of fiber use. There were no clinical consequences to the patient.

Manufacturer narrative:
B5 event description: corrected to reflect location of the detachment. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed that the glass cap exhibited moderate devitrification at the output window and the metal cap exhibited mild detritus adhesion on the surface. Fiber tip devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal and glass cap were present, and securely connected to the fiber. The glass cap was observed to be able to rotate freely within the metal cap, indicative of a glue failure likely due to constant heavy tissue contact, and a decrease in saline cooling flow, which leads to increased temperature near the laser beam output window. Although analysis was not able to identify the fiber tip detachment, the reported event is confirmed based on the observed damage to the tip due to glue failure. During functional evaluation the fiber was tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was present at a break located on the fiber body between the control knob and the connector. It is likely that the excessive manipulation or bending was applied to the fiber during procedure contributing to the observed fiber body break. Based on the investigation results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation as analysis findings are indicative of interaction between the user and device.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber cap detached inside the patients body after 50,000 joules of use. The physician was able to observed the break through the camera, and used a basket device to retrieve the detached fiber cap. It was noted that the fiber tip had been cleaned during the procedure. A second fiber was chosen and the procedure was completed after 70,000 joules of fiber use. There were no clinical consequences to the patient.